Event description:
Customer reported high and low blood glucose readings. Customer's current blood glucose reading is 256 mg/dl and has treated with a bolus. Customer reported fatigue. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and no power alarms were noted in the alarm history. The high pressure test was also performed and passed. Customer also mentioned receiving a motor error and a no delivery alarm. No further information reported.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms were noted. Unit received with scratched lcd windows. The motor was tested outside the device and passed. Unit received with all operating currents within spec. No unexpected low battery or off no power alarms were noted.